Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the helix extended and retracted smoothly and within specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant, a right ventricular (rv) lead was tested for helix extension. It was noted that at first the helix would not extend, then it "jumped out" and would not retract back. The lead was not used and another lead was used instead. There was no patient involvement.